Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider for a clinical study reported the patient had a urinary tract infection that was ¿possibly¿ related to the device or therapy. Symptoms included dysuria, morning odor, urgency, and lower abdominal discomfort. The patient reported abnormality on (B)(6) 2016 during urgent care visit and they were prescribed 500 mg cipro. The event resolved without sequelae on (B)(6) 2016. Indications for use included bowel dysfunction and gastrointestinal/pelvic floor.